Manufacturer narrative:
.

Event description:
A report was received that the patient developed a seroma around the incision site which was painful. It was also reported that there was no infection. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed a seroma around the incision site which was painful. It was also reported that there was no infection. The patient underwent an explant procedure. No device malfunction was suspected.